Event description:
It was reported that patient has been cooling since 2:45am not reached targeted temperature (tt). Protocol says cool between 32-36c. Patient temperature (pt) was 35c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 2.5 l/m. Confirmed good pad coverage with no exposed abdomen and patient has been actively shivering. They are addressing the shivering. Explained the arctic sun device was responding appropriately to the patient temperature. Water temperature was very cold. Noted device would alert about patient temperature being exposed to low water temperature for an extended period of time and this is a reminder to do diligent skin checks according to their protocol. Noted they cannot make a recommendation on adjust the targeted temperature. That would be a clinical decision and suggested they consult physician. Per follow up information received via phone on 13jun2024, it was reported that therapy was completed on the 46-year-old male patient without impact. Patient was shivering. Nurse increased target temperature and this resolved the issue. The device did not go to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been cooling since 2:45am not reached targeted temperature (tt). Protocol says cool between 32-36c. Patient temperature (pt) was 35c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 2.5 l/m. Confirmed good pad coverage with no exposed abdomen and patient has been actively shivering. They are addressing the shivering. Explained the arctic sun device was responding appropriately to the patient temperature. Water temperature was very cold. Noted device would alert about patient temperature being exposed to low water temperature for an extended period of time and this is a reminder to do diligent skin checks according to their protocol. Noted they cannot make a recommendation on adjust the targeted temperature. That would be a clinical decision and suggested they consult physician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.